Event description:
It was reported that the procedure was to treat a stenosis in the rca. The bmw universal guide wire was placed in the ventricular branch. Then over the bmw universal guide wire a voyager balloon catheter was placed for pre-dilation. A taxus stent was deployed in the lesion over the bmw universal. After removal of the stent delivery system it was observed that the bmw universal guide wire was separated. The distal end of the separated bmw universal guide wire reamins in the pt's posterior ramus branch.